Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented with sepsis and had been experiencing signs of stroke for several weeks. The patient was reportedly off antibiotics but was on coumadin therapy. The patient was in hospice care during this event and reportedly not admitted for treatment or follow-up. The patient subsequently expired and the primary cause of death was reported as embolic cerebrovascular accident (cva). According to the information provided by the vad coordinator, there were no issues with the lvad.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: an autopsy was not performed and the pump was not explanted. A correlation between the device and the reported event of an embolic cerebrovascular accident (cva) and sepsis could not be determined. The center reported that there were no pump related issues. The instructions for use lists stroke and sepsis as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.